Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ hypodermic syringe luer lok¿ there was an issue with a scale marking error. It was stated ¿the scale on the syringe is printed incorrectly and oblique. Therefore they are not usable for carrying out preparations.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Bd received 1 unused sample of 10ll lot 1802007. Upon visual inspection of the sample received it can be observed the scale is rotated and blurred. DHR of lot 1802007 has been reviewed finding an annotation related to the alleged defect. During marking process failures were observed in marking machine that caused damage and rotated scale on barrel. Once detected defective samples were rejected and mechanical team repaired the failures. These failures were the root cause of the defect of the syringe received. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on severity and occurrence no formal CAPA is required according to internal procedure.